Manufacturer narrative:
Further information was received that indicated the delay in surgery was not greater than 30 minutes. Therefore, this report was submitted in error. No further actions are required. Please disregard this MDR.

Event description:
It was reported a surgery was delayed by more than 30 minutes due to an insert that would not lock into the tibial baseplate. Another insert was used to complete the surgery.